Event description:
It was reported that the bed exit alarm was not audible due to being turned down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.